Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the introducer needle fractured while in the body. The customer blood glucose level was 105 mg/dl. The customer was assisted with troubleshooting. Customer states they were trying to insert the sensor the needle got damaged and it was bent. Customer states the sensor or needle still attached but bent. The device will be returned for analysis.